Event description:
A male had another manufacturer's graft placed in 2004. Patient came in to emergency department with back pain. Had CT determining a rupturing migrated graft. They tried to put in a 36 main body extension cuff with no seal. They then added a renu 32 extension cuff with no seal (it is believed they pulled the wrong cuff, the physician after the fact thought he had a renu 36 when in fact they opened the renu 32). Then he proceeded by converting the patient to an aui with a renu 36 converter and a zip-16 and was able to maintain a seal.

Manufacturer narrative:
No product was returned for investigation. This device is shipped with an "instructions for use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. It also advises on appropriate follow up so that leaks, should they occur, be identified and addressed before causing clinical problems. Following an internal clinical review, it was determined this event was the result of anatomical changes and technician error. The appropriate individuals have been notified of this event and we will continue to monitor for similar reports.